Event description:
Patient arrived on unit postoperatively. At that time, iabp was functioning properly. Four (4) hours later, a sudden back flow of bright red blood was noted in the gas line of the iabp. Device was immediately placed in standby mode and notified doctor. At no time did the device alarm that there was blood in line or a gas leak detected. Pa pulled device w/o incident. Per cardiology, device didn't need to be replaced, but patient was placed in trendelburg position on left side for 30 minutes to prevent possible air embolism due to helium leak. Catheter was bagged. Biomed contacted and balloon pump was removed from circulation.